Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Appearance: the involved device, zizai (hereinafter referred to as the involved device), was returned to tcsc; no other items were returned. Upon observation of the appearance of the involved device, crushing was observed at approximately 4.2 cm and 55.3 cm from the distal tip; perforation and crushing were observed at approximately 7.0 cm from the distal tip; and elongation was observed from approximately 7.0 cm to 15.6 cm from the distal tip. Dimension measurement: the inner and outer diameters of the involved device was measured to inspect for the following possibilities. Inner and outer diameters: measured to check for abnormalities that may cause tube deformations in the catheter, such as the thinness of resin. Results: the total length; the outer diameters at 11.2 cm and 15.6 cm from the distal tip; the major and minor (long and short) diameters of the outer diameter at 4.2 cm and 55.3 cm from the distal tip; and the minor (short) diameter at 7.0 cm were outside of our standard values. On the other hand, the inner and outer diameters at the distal tip and at the proximal end, as well as the major (long) diameter at 7.0 cm from the distal tip, were within our standard values. In our company, for zizai, we perform visual inspections, dimension measurements, etc. By sampling each production lot. In addition, we perform visual inspections toward all zizai before the holder assembly in the manufacturing process. As a result of reviewing device history records of the lot 250503320, there were no abnormalities in the results of each inspection, and no abnormalities that could cause the crushing, elongation and perforation. Presumed cause: upon observation of the appearance of the involved device, crushing was observed at approximately 4.2 cm and 55.3 cm from the distal tip; perforation and crushing were observed at approximately 7.0 cm from the distal tip; and elongation was observed from approximately 7.0 cm to 15.6 cm from the distal tip. As a result of dimension measurement, the total length, the outer diameters at 11.2 cm and 15.6 cm from the distal tip, the major and minor (long and short) diameters of the outer diameter at 4.2 cm and 55.3 cm from the distal tip, and the minor (short) diameter at 7.0 cm were outside of our standard values. On the other hand, the inner and outer diameters at the distal tip and at the proximal end, as well as the major (long) diameter at 7.0 cm from the distal tip, were within our standard values. As a result of reviewing device history records, there were no abnormalities that could cause the crushing, elongation and perforation. Based on the above results, it was considered that the crushing, elongation, perforation, and other abnormalities observed in the catheter of the involved device may have occurred due to a tensile load applied while the catheter was caught at the lesion site, as the origin of the elongation was identified at approximately 7.0 cm from the distal tip. Furthermore, since no abnormalities were identified in the manufacturing records, it was considered that the crushing, elongation, perforation, and other abnormalities observed in the catheter of the involved device may have occurred during use after shipment from our company.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d2b: procode: dqo, kra d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: requested, not provided g4: 510k: n/a the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo received the reported information. When the user attempted to remove the product after using it once, it felt as though it had stretched.